Manufacturer narrative:
A medtronic representative inspected the imaging system on-site, which included electrical testing of system components. It was found that the output on pins 2 and three from battery charger board 2 was 0vdc. The charger board was replaced and the issue was resolved. Evaluation of the returned charger board confirmed the reported problem "0 volts dc output on pins 2 & 3 of j7." During the bench output testing it was observed that channel g had no output. Faulty charger board. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure the site was unable to take scout fluoro images. It was reported that once a single scout image was taken and moved into the lateral position to take a second, the system would not take a fluoro image. The system was rebooted and the issue was resolved. The procedure was completed successfully with the imaging system, after a delay of less than one hour. The patient was not impacted. No additional details were provided.